Event description:
It was reported that there was an issue with a hi-line xs craniotome handpiece. According to the complaint description that the milling cutter couldn´t be installed. Event happened during cerebral mass excision surgery. The internal bearing was dislocated. The handpiece was replaced and surgery was continued. There was no repair record of this device. Hospital outsourced device maintenance to a third party service provider. Maintenance status of the device was unknown. Furthermore, consumables during use was not original. Condition of the device was not assessable. There was no patient harm. This might result in permanent harm to body function or permanent damage to body structure.

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. On the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. A definitive root cause can not be determined. According to our database, the product was delivered in (B)(6) 2014. A maintenance and/or a repair was not registered since that date. The subsidiary mentioned that a third party repair took place in the past. According to the corresponding IFU, a maintenance should take place on regular basis by the manufacturer and as indicated on the laser engraving on the product (once per year), see a CAPA is not necessary.

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hi-line xs craniotome handpiece. According to the complaint description that the milling cutter couldn´t be installed. Event happened during cerebral mass excision surgery. The internal bearing was dislocated. The handpiece was replaced and surgery was continued. There was no patient harm. This might result in permanent harm to body function or permanent damage to body structure. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).